Event description:
Customer called to report a centrifuge bowl leak that occurred during treatment. Name and function of complainant: same as rptr. Customer called to report a large blood leak after processing 1200ml. She heard a loud noise in the centrifuge and stopped it right away. Customer stated she did not have any alarms during treatment. Customer can not tell where it leaked from and does not want to open the centrifuge. Service order (B)(4) was dispatch to service and decontaminate the instrument. Customer did not return the kit for investigation.

Manufacturer narrative:
Batch record review could not be performed as there was no lot number provided. Trends have been reviewed for this complaint category and no trend has been detected for any specific lot; however, CAPA (B)(4) has already been initiated to investigate centrifuge bowl failures. Service order (B)(4) is still pending at the time of this report. The assessment is based on info available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Multiple attempts have been made to obtain more pt and lot info. If further info is rec'd, a supplemental report will be issued at that time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).